Event description:
Complainant called gore and reported the following: at h.e.r.n.i.a. Meeting, {dr. (B)(6)} surgical partner reported that gore bio-a tissue reinforcement had been implanted in a patient who subsequently had a seroma with (B)(6) and required mesh excision. No further info was provided.

Manufacturer narrative:
Gore attempted to acquire info required for this form. All info has been placed on file for use in tracking, trending and follow- up.